Manufacturer narrative:
Investigation: two photos were provided to our quality team for investigation. Through visual inspection, a leak can be observed be between the hub of the injector and IV line. There is no visible damage observed on the injector and based on the photos, the injector appears to be properly connected to the IV line. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions, such as the luer, are within required specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text.

Event description:
It was reported that unspecified bd¿ optima injector leaked. The following information was provided by the initial reporter: it was reported that leakage was noted between IV tacro line and the injector.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd" optima injector leaked. The following information was provided by the initial reporter: it was reported that leakage was noted between IV tacro line and the injector.